Event description:
The pt felt a shock or burning sensation when the pt bent down. The sensation had been occurring for about 2 weeks. The shock was reproduced once with palpation. The pt had not fallen. The pt had experienced problems with the device pocket since implant. It felt raw inside and was red. A knot had formed. The pt was at home at the time of the call. Her status was reported as 'fair'. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.